Event description:
It was reported that a revision surgery was performed in patient with patella degeneration due to patella arthritis. Insert was replaced and the patella resurfaced.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A review of the device history records for the reported batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical analysis indicated the x-rays provided confirm the report. Based on the information provided the pain, discomfort, and patella degeneration are likely due to the patella arthritis and not a mal-performance of the implant. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. The risk management file and instructions of use for the product were reviewed. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.